Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6: annex b, c, and d codes do not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the stimulator never stopped and was working great. The patient had an injured/ruptured disc in their back and was still being evaluated. An MRI was scheduled and an x-ray showed no problems with device. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had been having issues with pain and numbness. The patient's healthcare provider wanted the patient to investigate the controller before they saw them on (B)(6) 2020. The controller was working fine and they were not sure what to do. Their right lower leg and the lumbar region is where the pain is which started 9 weeks ago. The patient was doing trumming on crate murtle and pulled something that shouldn't have happened. They first thought it was their hip and they did x-rays, and their healthcare provider stated, "nothing was wrong, it was just arthritis," and told the patient that there was something going on with their back according to the symptoms. The patient had an appointment with their healthcare provider on (B)(6) 2020. They had tried increasing stimulation on (B)(6) 2020, and it did not do anything. From the calf down to toes there was no feeling in the right leg.